Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The root cause of the device not turning on was determined to be a faulty main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. Additional information was requested and is not available.